Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the spacer broke with the back of the spindle cap coming off the spacer. The physician noted that the spacer could not re-engage the driver. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.